Event description:
It was reported that after the microcatheter reached the target position; the surgeon began to push the subject stent forward. However, when the subject stent reached the distal end of the microcatheter, the pushing resistance increased significantly, making it impossible to deploy the stent. The subject stent was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that the stent delivery wire was broken fracture during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that the subject stent was received loaded on the stent delivery wire (sdw) within the introducer sheath. The introducer sheath distal tip was noted to be damaged. The stent was removed proximally through the sheath as it could not be advanced past the damaged distal tip. All 4 marker bands were present on both ends of the stent. The stent was noted to be deformed at one end. The sdw was kinked/bent at approximately 58cm from the distal end. The distal tip of the sdw was broken/fractured. The functional inspection was unable to perform as the stent was removed proximally through the sheath due to the damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported damage 'stent difficult/unable to advance or pullback through catheter' and ¿stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that the subject stent encountered resistance within the microcatheter shaft and when the subject stent reached the distal end of the microcatheter, the pushing resistance increased significantly, making it impossible to deploy. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the distal tip of the introducer sheath was noted to be damaged. The stent was received loaded on the subject stent delivery wire (sdw) within the introducer sheath. The stent was removed proximally through the sheath as it could not be advanced through the damaged distal tip of the introducer sheath. The stent was noted to be deformed at one end. The stent delivery wire (sdw) was kinked/bent at approximately 58 cm from the distal end. The sdw was also noted to be broken/fractured. The follow- up answers confirmed that the same microcatheter was used to successfully complete the procedure. Notably, the introducer sheath exhibited crush damage; however, if this damage had been present during the procedure, it would have prevented the stent from being advanced or retracted through the system. This suggests that the damage was more likely sustained after the stent was retracted, making it probable that post-operative handling contributed to the observed condition. Based on the available event details, the exact cause of the damage to both the stent and the stent delivery wire (sdw) cannot be determined; however, it is strongly suspected that unknown procedural factors, in addition to possible post-operative handling, may have contributed to the observed damage. An assignable cause of procedural factors has been assigned to the reported damage stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to deploy' and analyzed damage 'stent deformed, sdw kinked/bent and sdw broken/fractured during use' codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of damage will be assigned to analysed damage stent introducer sheath distal tip damaged as this complaint appears to be associated with handling of the product or portion of the product post procedure.